Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary analysis revealed a no output condition when programmed ddd unipolar pacing, and anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the clinic for a follow up visit. When the clinician attempted to interrogate the device, the paint began seizing. The clinician immedately withdrew the magnet from the device and the patient's seizure stopped. The device was then pacing at 70 peats per minute. Because the patient was pacemaker dependant, and has a field advisory device, the device was changed out without further interrogation attempts. It was noted that the device was checked approximately one month previous, and it checked out fine. It could not be determined what caused the siezure. No further patient complications were reported as a result of this event.